Event description:
The baxter field service technician reported a pump with failure code 570:320:844:0000. Information was not provided regarding whether the event occurred during patient use. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
Evaluation summary: the device evaluation was completed and the failure code 570:320:844:000 was confirmed but found to be due to an outdated battery condition. Service installed new batteries and tested the device. A review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA. Service was conducted on-site.